Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Air ingress was noted during the setup outside the body. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation. Microscopic inspection of the hemostatic valve identified a tear in the inner valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Air ingress was noted during the setup outside the body. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.